Event description:
It was reported the device appeared to be improperly calibrated. When final tightening, the torque-limiting handle would not click. As a result, the surgeon was concerned about the plate being fully locked. While attempting to final tighten the first cap, so much force was applied that both the cap and the driver shaft partially stripped. Although the device was in contact with the patient, no injury was reported. It was reported the device was received in the reported condition. The event was observed by the distributor. The surgery was completed because the surgeon had tightened the locking cover to satisfaction. The surgeon was informed that the torque-limiting handle is designed to break away at 12 in-lbs, minimal force.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.